Event description:
Alternative access tavr (transcatheter aortic valve replacement) with left subclavian approach. Tavr initially 2-3mm below annular plane verified using rao (right anterior oblique) caudal fluoro view. At 100% deployment release of valve attempted, one of the anchoring eyelets of the evolut fx on the delivery system would not give way and separated from its tab on the delivery shaft. After multiple maneuvers final tab was freed, however just after it released the evolut valve shifted into the aortic root. A portion of the stent frame migrated back into the noncoronary sinus - shifting its position approx 6-7mm with the valve losing optimal annular position. Decision to replace valve with a second 22mm evolut fx valve. Once first valve removed, second valve was advanced over the guidewire using bareback technique and was optimally positioned. At 100% deployment also experienced difficulty releasing the final eyelet from delivery device tab, but were able to free it - then carefully withdrew the nose cone and delivery system. The patient did expire in the or (operating room). Reference report: mw5145091.